Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/patient circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and the customers allegation was confirmed. A faulty patient board set and worn-out video connector latch were found giving a poor connection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed a color bar instead of the endoscopic image, has a loose connector connection. The issue was observed in preparation for use. There was no effect on the procedure, and no patient was involved, therefore, no patient harm was associated with this event.